Event description:
According to co's clinical market specialist, the following took place. "During a procedure physician had no echo only fluoro and the device was misplaced. The device was retrieved with a snare to the groin area where it was surgically removed. Patient is doing fine."